Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed testing with both returned and retain product to confirm the reactivity of the antigens. Satisfactory results were observed with both retained and returned product.

Event description:
A customer reported that one patient with anti-fya, one patient with anti-s and a patient with anti-p1 did not react with 0.8% resolve panel a lot 8ra203. No death or serious injury was associated with this incident. (B)(4).